Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a permanent out of range signal on (B)(6) 2015. Clinician performed a reset and the reported issue was not reset. At the time of contact, the clinician did not report any injury or medical intervention.